Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplement medwatch report will be submitted when medical records are rec'd. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital due to chronic constipation on an unknown date in (B)(6) 2014. While admitted, the patient underwent unknown medical therapies to resolve the complaint of constipation which resulted in a perforated bowel. As a result of the perforated bowel, the patient became septic and expired during the hospitalization. The patient was not dialyzing during the event of a bowel perforation or during the outcome of death.